Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with cosmetic damage.

Event description:
The customer reported the insulin pump scrolling up on its own, a keypad anomaly. The customer recalled no significant events leading up to the event. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 224 mg/dl. No further information was provided.